Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrioventricular node ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leak occurred. It was reported that there was back flow of blood from the hemostatic valve when the dilator was removed. When they tried to advance the catheter into the sheath there was resistance. The sheath was exchanged and the procedure was continued. No report of patient consequence. The hemostatic valve did not break into fragments nor detach from the sheath. No air entered the patient¿s body through the sheath. The blood loss was 100ml, the hemodynamics was not affected and no intervention was required. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 1/15/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure for atrioventricular node ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leak occurred. It was reported that there was back flow of blood from the hemostatic valve when the dilator was removed. When they tried to advance the catheter into the sheath there was resistance. The sheath was exchanged and the procedure was continued. No report of patient consequence. Device evaluation details: sheath was inspected, and visual analysis revealed that hemostatic valve was dislodged and deformed inside of hub. Brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment, however this could not be conclusively determined. No other anomalies were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).